Event description:
Daily checks revealed "test failed" message. Also failed in biomed shop after swapping out old and installing new battery. Unit's battery was placed in another defibrillator unit and it worked fine.